Event description:
It was reported that shortly after a routine procedure, the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored data. Upon review, the presenting electrogram (egm) showed that this device was oversensing electromagnetic interference (emi) signals from electrocautery during the procedure. Further review showed that the oversensing of the signals led to the device to exhibit pacing inhibition and inappropriately delivered a burst of anti-tachycardia pacing (atp) therapy. Ts discussed programming options with the hcp. The hcp noted that the patient was doing well and will continue to be monitored. At this time, the crt-d remains in service. No additional adverse patient effects were reported.